Manufacturer narrative:
The returned sensor was evaluated. External visual inspection showed no damage. The sensor failed continuity testing due to an open circuit across all electrodes. Gel and fiber residue was removed and continuity testing was repeated across the surface of the electrodes. Good continuity was found across the surface of all electrodes. An additional open circuit was found between the CT electrode and the connector. The sensor was returned used. Functional testing could not be performed since the sensor is intended for single-patient use; the integrity of the sensor (gel; contacts; etc) is broken once it is removed from patient use.

Event description:
The customer reported the sensor wasn't recognized properly. The customer tried to detach and attach again to get psi but the psi wasn't in normal range. No patient impact or consequences were reported.